Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device indicated a data recording problem. The incomplete episode data storage was not observed during analysis of the device. The condition could not be duplicated. The cause could not be determined.

Event description:
It was also reported that episodes could not be interrogated. All recorded episodes show as saved, however, the episodes could not be accessed. Device appeared to reset/data removed. The device was explanted and replaced. No patient complications were reported as a result of this event.